Event description:
Our affiliate is reporting that the surgeon is expressing dissatisfaction with the performance of the lupine drill bit. He/she is also voicing concerns about the integrity of the fixation as a result of the performance of the drill bits. He believes that the pull out strength of the anchor is reduced. To date, there have not been any complications because of this concern, device lot identifications have not been supplied and despite the surgeon's dissatisfaction and concerns, he continues to use the device. There were 2 drill bits reported; see associated MDR 1221934-2009-00180.

Manufacturer narrative:
Nothing is being returned for eval; complaint device still being used by complaint originator. No lot # has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There are no other similar complaints for this device in the mitek complaints system. We do not know how the surgeon is using the device; in combination with a drill guide or not. We do not know the bone quality of the pt. There are no pt issues here to date; procedure was completed successfully without other issues or pt harm. At this point in time, we are dealing with the surgeon's concern over the integrity of the fixation and the possibility of post-operative failure. There is not much that we can discern here, however, this file will remain open for approximately 90 days to capture any possible yet to happen adverse event associated with this complaint, and or any forthcoming pertinent and germane info that may be received. Mitek will also continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.